Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was not answering his phone, so his daughter and wife went to the apartment and they discovered him aggressive, shouting, and nervous. They called 911 to transport him to the hospital. The patient does not recall his cgm readings from that time, but he was aware that the readings were incorrect that caused hyperglycemia. The cgm reading was low, and the bg reading was around 300 mg/dl when he was tested in the hospital. The patient was transferred to the intensive care unit (ICU) on (B)(6) 2025. There was no treatment information for hyperglycemia. He was transferred to a standard room on (B)(6) 2025. The patient was discharged on (B)(6) 2025. At the time of the report the patient stated he was a little anxious and depressed. The patient declined to provide further information about the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.